Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 3.50 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion, the stent delivery system broke. The device was removed from the guidewire and the procedure was completed with a 3.50 x 28mm synergy xd mr drug-eluting stent. There were no patient complications reported.

Manufacturer narrative:
Synergy xd mr us 3.50 x 28mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The balloon cones were reviewed with crimp markings visible on the exposed balloon profile. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 3.50 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion, the stent delivery system broke. The device was removed from the guidewire and the procedure was completed with a 3.50 x 28mm synergy xd mr drug-eluting stent. There were no patient complications reported.